Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was not using the pump with insulin therapy as they were in training. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.